Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed bad force sensor calibration. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: force calibration fails. Force sensor resistance passes. Disassembled force sensor, no evidence of shim or plate damage. No evidence of contamination found in force sensor housing and force sensor shim. Multiple ¿occlusion¿ alarms associated with a high force observed in the black box. Pump was exercised for 24 hours on a 1 unit per hr basal rate with no ¿occlusion¿ alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.